Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. No audio or display anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that insulin squirted out during the manual prime. Customer stated that no numbers appeared on the screen and no beeps were heard. Customer was unable leave the prime sequence. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.